Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: the pump was returned with all sound features set to ¿high¿ and the temp basal set to ¿off.¿ the pump booted to the verify screen with audible and vibratory features. The audible alarm reading was measured to be within specifications. An alarm and warning was reproduced for the investigation with the sound set to high. The pump was giving the appropriate alarms.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump's alarm was not heard during the night. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.